Event description:
It was reported that the patients lead had high impedances resulting to inadequate pain relief after the reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial:(B)(6). Batch: 7081247.